Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gynecologic laparoscope to the service center for evaluation related to a separate issue. During testing, the service team identified that the fiber bonding in the outer tube area (distal end) was damaged. There was no patient involvement.